Event description:
It was reported that the patient presented in the emergency complaining of chest pain. The implantable cardioverter defibrillator (ICD) was experiencing mode switches for crosstalk. An x-ray showed a separate implanted pacemaker causing the issue. The pacemaker was programmed to avoid causing issues with the ICD. The patient was stable.

Event description:
New information received indicates that the device was explanted and replaced.

Manufacturer narrative:
The reported field event cross talk and mode switching could not be confirmed in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.